Event description:
It was reported that the patient presented for a generator change. It was noted during the procedure that there was no pacing, no sensing on the atrial lead and an insulation breach was observed. Lead failure due to lead on lead abrasion was suspected. The atrial lead was capped (B)(6) 2022 and replaced. The patient was discharged.